Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, there were concerns of heparin-induced thrombocytopenia. Patient received two (2) units of packed red blood cells and platelets. Heparin was removed from purge on both cp and rp and started argatroban. IV pressors weaned off. Through the night tissue plasminogen activator was started in the purge systems due to purge pressure high/purge block alarm on rp. The issue was resolved. Patient¿s platelets were 36 the following morning and the hit panel was negative.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.